Event description:
It was reported that there was an urgent request for a device check due to a suspected ventricular pacing failure. The device was checked and it was determined that the ventricular lead exhibited high threshold values. The ventricular output was reprogrammed. The ventricular lead was checked by computed tomography images, but there was no apparent issues noted. The ventricular lead remains inuse. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 5076-45 lead implanted: 2014-(B)(6).